Event description:
Reporter alleged obtaining discrepant back to back blood glucose values of 396, 281, & 136 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter stated, he was not experiencing any hyperglycemic or hypoglycemic symptoms during the time of testing. No actions or treatment reported. A request was made for the return of the suspect device and replacement product was sent.